Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was explanted due to an unknown reason after three months of being implanted. No more details obtained from representative. No additional adverse patient effects were reported.